Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their first implantable neurostimulator (ins) battery went bad ¿after like 7 months¿, but later noted that it went bad probably (B)(6) 2005. It was stated that the battery was replaced on (B)(6) 2006. Other relevant medical history includes multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.